Event description:
It was reported by service report that the mattress has staining on the inside of the cover. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.